Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient experienced r wave undersensing. The sensitivity of the device was reprogrammed but there was still back up pulse due to the r wave undersensing. It was noted that when adjusting the auto capture the battery improved from < 6 months to 2 years. A fixed rate was programmed which brought the battery down. The physician believed that the device battery should have lasted longer than predicted with the fixed values. No adverse patient effects were reported.